Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device was found to be cracked during pre testing prior to use. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the sample showed signs contamination and usage. Missing parts or design irregularities could not be found. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closed examination of the tube shaft revealed a continuous radial tearing in the middle of the tube. A device history record (DHR) review was conducted on reported lot 14291 and no issues that could have contributed to the reported event were identified. Based on the investigation performed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It is most likely that the complaint was caused by improper usage of the device. During use of the device it needs to be ensured that the laser-guard foil is moistened sufficiently and that the tube is not bent or torqued in the area of the laser-guard foil. The customer was informed about the instructions in the IFU regarding applications and cautions.

Event description:
Customer complaint alleges the device was found to be cracked during pre testing prior to use. There was no report of patient injury or consequence.